Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2015 due to pain. During the procedure the femoral component was removed with minimal effort and cystic lesions (bone voids) were found on the patient's femur. The femoral component and bearing were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.